Event description:
It was reported an asymptomatic patient presented in clinic with high hv lead impedance observed. The lead was tested during lv lead replacement procedure and remains implanted.

Event description:
New information indicated the lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was noted at 24.0-24.5cm from the connector pin, consistent with lead friction to another device. The silicone insulation was intact at this location. Analysis found that both shock coils were not welded to the crimp slugs. This could have contributed to the reported field event of high hv lead impedance.